Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The fsr replaced the occluder latch assembly and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he found the acrylic occluder head cover latch was broken. There was no patient involvement.